Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2018, patient underwent placement of an xcela power injectable port catheter, with model number h965451270 and lot number 139953000. The device was implanted by dr. (B)(6), m.d., at (B)(6), for the purpose of ongoing intravenous access to treat patient's lymphoma. On or about (B)(6) 2018, patient presented to (B)(6), with complaints of weakness and confusion. During the same visit, patient underwent blood cultures, which revealed a methicillin-resistant staphylococcus aureus infection, requiring him to undergo surgery to remove the port. On or about (B)(6) 2018, patient's defective device was removed by dr.(B)(6), m.d., at (B)(6).